Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on may 17, 2022. The elastics were stuck; hence, it was impossible to deploy them. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head, irrigation tube, and handle assembly) was analyzed, and a visual evaluation noted that there were seven bands attached in the ligator head, with no damage observed. The trip wire was secured in the slot of the handle with no damage detected. The device was observed under magnification, and it was found that the ligator head teeth were bent/damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the bands in the ligator head had no damage. However, the ligator head teeth were bent/damaged. This suggests that the device could not deploy. This condition could have been generated due to procedural, anatomical factors or the technique used during the procedure. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. The elastics were stuck and it was impossible to deploy them. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.